Event description:
It was reported a patient had a hardware removal due to a non-union. The patient was originally treated with a synthes ex-humeral nail for a humerus fracture on (B)(6) 2010. The patient presented to the doctor for a followup where it was discovered that he had a non-union. On (B)(6) 2013, the surgeon explanted the humeral nail and revised the non-union with competitor plates and screws. The surgery was completed successfully. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.